Manufacturer narrative:
The catalog number and valid lot were not provided. The device was reported to be an unknown meridian pa stem. It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving a meridian stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that there was a left hip revised due to patient having femur pain. The x-ray showed the femur had gone into varius.

Event description:
It was reported that there was a left hip revised due to patient having femur pain. The x-ray showed the femur had gone into varius.